Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: the product pertaining to this event was discarded by the facility. Based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The reporter spoke with the surgeon. After the lens was inserted into the eye, it was noted that the haptics were facing the wrong direction and the lens would not center. The surgeon stated the lens was loaded correctly and felt there wa something wrong with the lens. The surgeon cut up the lens to remove from eye. There was no pt injury. No widened incision and no suture. The lens was discarded by the facility.